Event description:
It was reported that during a gastrectomy procedure, when the operator formed the staple line with the device, it re-opened immediately. So the operator was required to suture manually. No adverse consequences on patient. Add'l attempts made to gather further info, but no response has been received.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results showed that the device was received in good visual conditions and with a reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the mfg process.